Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an o ut-of-box-failure (oobf) on a patient tracker. It was noted that part of the wire was frayed, and it was not picking up the tracker for the navigation. The surgeon decided to open another tracker and completed the case with it. There was no impact on patient outcome. Additional information was received. The product was brought into the operating room (or) sterile in its packaging. Once the product was removed and attached the readout indicated a poor connection. Upon investigation the or staff saw the frayed wire and quickly removed and replaced with a new tracker. Additional information was received, it was reported that the instrument was damaged in the box and had arrived damaged.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A05: wire frayed a0709: not picking up the tracker for navigation h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.